Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user called for assistance with a supply change with a 23" teflon inset infusion set. The agent guided the user through a rewind, cartridge replacement, tubing fill, reconnection, and cannula fill after the user had inserted the infusion set prior to starting the change sequence. The user¿s glucose was elevated, attributed to a missed meal announcement, with meter and sensor readings confirming hyperglycemia that trended downward following calibration and continued therapy. Symptoms included hyperglycemia peaking at 366 mg/dl as well as polydipsia and polyuria. Outcomes included continued use of the device with glucose levels improving and no need for additional assistance. Investigation included remote troubleshooting, calibration guidance, and education on proper infusion set change sequence and meal announcement. Investigation of this case revealed use error related to a missed meal announcement and an out-of-sequence infusion set change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and therapy management, addressed through troubleshooting and education.